Event description:
Additional information received indicated the patient underwent surgical intervention wherein the entire system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's scs system controller displayed the "end-of-service" message. The manufacturer representative met with the patient and confirmed the issue as the generator would not connect. It was undetermined if the generator battery depleted normally or prematurely. Surgical intervention to replace the patient's scs system generator was planned for a later date.